Manufacturer narrative:
Approximate age of device ¿ 1 years, 6 months. The pump was not explanted; however, the user facility reported that the patient's system controller and external peripherals will be available to the manufacturer for analysis. The devices have not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that the patient was found at home approximately 08:20 am, unconscious and non-responsive. Emergency medical services (ems) was called. When the paramedics arrived on scene, they performed several rounds of chest compressions before it was discovered that the patient was supported on a left ventricular assist device (lvad). Per the vad coordinator, it was reportedly unclear whether or not the patient's lvad had been off and turned back on. During transportation of transport by ems, the lvad was reportedly on with a flow of 5.0 lpm and the patient had a paced rhythm and a blood pressure of 88/78 mmhg; however, the vad coordinator indicated that these vitals seemed unlikely given the patient¿s condition. Upon arrival at the hospital¿s emergency room (code 3), the patient was intubated but remained unresponsive with no spontaneous respirations. The emergency personnel were not successful at obtaining a cuff nor a dopplerable blood pressure. The pump flow was at 5.1 lpm. A radial arterial line was attempted but were unable to get blood flow back. The patient had a profound acidosis, with a lactate > 17, a potassium of 10. Pupils remained fixed. Multiple rounds of advanced cardiovascular life support (acls) were attempted however the blood pressure could not be restored. After discussion with the doctor and the family, the decision was made to turn off the lvad. The patient was pronounced deceased at 10:32 am. The pump was not explanted. The additional information provided by the vad coordinator indicated that upon interrogation, the patient's lvad system had been running on external batteries late into the evening. The system controller appropriately went through an escalation of low battery alarms, from advisory to hazard level, until eventually all external power was lost. The system controller¿s 11 volt lithium-ion backup battery (ebb) continued to power the system until it was completely depleted. At about 03:24 am, the lvad turned off completely. The vad coordinator was initially paged around 08:15-20 am on (B)(6) 2018 and the timeframe seemed reasonable to suspect that this is when the patient was discovered by a family member who restored power to the pump, which is how the patient had probably been found by the paramedics. The vad coordinator did not have a definitive way of knowing when the pump was turned back on as the clock resets after a complete loss of power as described above. Attempts will be made to retrieve the patient¿s system controller and external peripherals for return to the manufacturer for investigation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned to the manufacturer for evaluation as the clinicians believed that returning the patient's equipment would not provide any further information. A direct correlation between the device, the reported event and subsequent patient outcome could not be conclusively determined. No log files from the time of the reported event were available for analysis. A review of the complaint history revealed no prior related events reported for this patient throughout approximately 1 year, 6 months on lvad support. The heartmate ii lvas instructions for use provides important information regarding the heartmate batteries, including how to monitor battery charge level and replace depleted batteries. The patient handbook outlines battery charge level and fuel gauge display. This document also indicates that the user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Both of these documents provide instructions for exchanging batteries and switching power sources. These documents also contain information regarding system controller alarms and the proper actions associated with them. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Describe event or problem: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received indicating that the patient's system controller and external peripherals will not be returned to the manufacturer for evaluation. System controller log file was not retrieved at the time of the event. An autopsy was not performed. The vad coordinator additionally stated that the medical providers received enough information regarding the patient's cause of death and from their assessment and equipment interrogation, returning the equipment would not provide any further information. No additional information was provided.